Manufacturer narrative:
The customer reported that the phaco handpiece was not providing any phacoemulsification during a procedure. The customer was able to complete the procedure by rebooting the system and using a different cassette and phaco handpiece. No patient injury was reported. The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The tss advised the customer to reboot the system and re-tune the handpiece. The facility did not request service. The system was manufactured on may 29, 2009. Based on qa assessment, the system met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A customer reported experiencing no phaco power during surgery. The tubing and phaco handpiece were exchanged as well as rebooting the system to complete the case. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).